Event description:
The switch emitted sparks. Inspection revealed a break in the line cord at the strain relief. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths of injuries were reported. This report is being made to comply with the regulatory letter 90-dt-12.